Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 301029. Batch#: unknown. It was reported that the bd syringe 10ml ll bns had a scale marking issue. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. In their complaint they state that on numerous pieces the print came off by just rubbing it with their hands without using any solutions or reagents. I have attached the packing list that came with the delivery from which this complaint originated as well as a customer provided photo of the issue. Pn (B)(4) product: 301029. Additional information provided: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details.-none reported. 2. Can you please provide an exact date of event in format dd-mmm-yyyy? (B)(6)2024. 3. Can you please provide the lot number associated with reported issue? -3292393. 4. Total number of occurrences? -unknown at this time. Information will be requested from our customer. 5. Any sample available for investigation?-samples will be requested from our customer.

Event description:
No additional information was provided.

Manufacturer narrative:
Four photos were provided to our quality team for investigation. One photo show two loose syringes with one having missing print within the scale markings; however, based upon the verbatim the reported condition cannot be confirmed to have originated from the manufacturing plant. A second image shows two loose syringes each with a red circle around scale markings area showing slight blurred print on each of the syringes, and one syringe having a 2-dot image syringe: however not effecting print legibility, the numbers and letters. A third image shows three loose syringes with red circles around the scale markings of two of the syringes highlighting a 1-dot image syringe, and the other having slight missing print within the 9ml area effecting less than 50% of the numeral and can easily be read and legible. A fourth image shows three loose with one large red circle around all three syringes highlighting slight smear on the ¿l¿ of the 10ml area effecting less than 50% of the letter and can easily be read and legible. The conditions observed do not affect form, fit or function and are legible; therefore, acceptable per product specification. The black dots next to the bd logo or grad lines are used to monitor the etchings on the print cylinder and are part of the printed scale marking image. These dots are there by design and are not defects. A printed image may have one, two or no dots that are printed along with the scale markings. Since the defects observed are considered cosmetic and acceptable, no corrective actions are necessary at this time. The reported defect of ink permanency requires physical samples for a more thorough evaluation and potential root cause determination. Furthermore, a device history record review was completed for provided lot number 3292393. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.